Manufacturer narrative:
Date of event: (B)(6) 2016. The following information was received on april 26, 2016¿ the issue occurred intraoperatively. The device suddenly overheated after 10 seconds of use prior to reaching the programmed speed. A backup device was used to successfully complete the surgery. There was no patient impact or injury as a result of the event. (B)(6). In response to medtronic¿s request for device return, a total of 3 devices were returned to the manufacturer for evaluation and repair (detailed as follows): 1845000 (s/n: (B)(4)): analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions directly related to the reported event¿ as temperature tests prior to repair revealed the following results in the timeframe of one (1) minute: t1: 78.3 degrees f ¿ t2: 79.8 degrees f. However, the device's collet and motor was vibrating and running rough. The device was repaired, tested and passed all manufacturing specifications; 1845020 (s/n: (B)(4)): analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions¿ as temperature tests prior to repair revealed the following results in the timeframe of one (1) minute: t1: 78.3 degrees f ¿ t2: 79.8 degrees f. The device was tested and passed all manufacturing specifications; 1845010 (s/n: (B)(4)): analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions¿ as temperature tests prior to repair revealed the following results in the timeframe of one (1) minute: t1: 77.1 degrees f ¿ t2: 78.5 degrees f. The device was tested and passed all manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: #1845020 indigo angled attachment sn# (B)(4); #1845010 indigo straight attachment sn# (B)(4). The product has been returned, device evaluation anticipated but not yet begun.

Event description:
It was reported that while testing the drill prior to the case the drill was vibrating and overheating. There was no patient impact as it occurred preoperatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.